Event description:
It was reported that shaft damage and difficulty advancing occurred. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous right coronary artery (rca). Access was obtained via the left radial artery. While performing a percutaneous coronary intervention, a 6f mach 1 guide catheter was advanced to the lesion. A guidezilla was inserted into the guide catheter; however as it approached the curved portion of the guide catheter, resistance was encountered. The physician advanced the guidezilla through the guide catheter to the proximal lesion. A promus premier 2.5x16 stent delivery system was then inserted into the guidezilla; however when it reached the port of the guidezilla, resistance was met and as a result was unable to pass through the guidezilla. The guidezilla was removed from the patient. Upon visualization, it was revealed that the port of the device was damaged. This guidezilla was used and it was noted that the same issue occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. However, device analysis revealed a shaft break.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter. Microscopic examination and tactile inspection revealed numerous kinks throughout the shaft. The inner diameter (ID) of the guidezilla was measured at the distal tip using a calibrated pin gauge set. The ID met specifications. A .057¿ tooling qualified mandrel was inserted through the tip with no resistance. Microscopic examination presented damage to the collar/proximal shaft weld (separated ends). Microscopic examination presented no damage or irregularities in the tip. The stent delivery system (sds) used in the procedure was not returned for analysis. A promus element plus sds was used for functional testing. The promus element plus was advanced through the collar and advanced through the shaft, up to the damaged ends, with no resistance. The guide catheter used in the procedure was not returned for analysis, so a mach1 guide catheter was used for functional testing. The distal end of the shaft was inserted into the guide catheter with no resistance; however, due to the separation of the shaft, functional testing was unable to be performed. The maximum outer diameter (od) of the guidezilla distal shaft was measured. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).